Manufacturer narrative:
Additional information received - the reporter indicated the opacity (anterior) was observed on (B)(6) 2015 and the cause was unknown. The lens diopter was -13.0. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated the surgeon implanted an micl implantable collamer lens, diopter unknown, in the patient's right eye (od). The reporter indicated a cataract had developed. The lens remains implanted but may be removed. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch report will be submitted.

Manufacturer narrative:
Additional information received - the reporter indicated the lens was explanted on (B)(6) 2016, cataract surgery was performed and an iol was implanted. (B)(4).